Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported complaint that the stylus did not work or that the stylus port was damaged. However, the stylus was misaligned with the cursor, the printed circuit board (pcb) and overlay connection was reseated and the stylus was calibrated to the touch screen. Analysis noted that the programmer powered up to display an error message, the nylon standoff between the micro processor unit (mpu) and the link electronic module (lem) board was broken. The standoff was replaced and the lem board was reseated and the programmer booted up and worked normally. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus did not work and the port appeared to be damaged. The programmer was returned for service. There was no patient involvement.